Event description:
The account alleged when the head up is activated, once head raise to about 40 degrees, the hi/low begins to rise. He has attempted to calibrate the sensors. When in calibration mode the head function works properly.

Manufacturer narrative:
Repairs have not been completed.